Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Customer reported "small hole in the chamber and caused immediate leaking". Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
5 unused samples from lot 23045125 were tested and no small holes were found on the sets. There were small blemishes, but none of them leaked during testing. Reported issue is not confirmed.